Event description:
A healthcare professional reported that during priming for the left eye cataract procedure, when the ophthalmic system reached the filling phase, it did not advance to the next stage, resulting in an incomplete test cycle. During the filling phase, the system repeatedly prompted to fill despite already being filled. The surgery was completed on the same day using another handpiece, and no patient harm was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.